Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 500 mg/dl. Reportedly, customer has kidney stones, and the customer's health care professional recommended the pump basal rate and carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate and carbohydrate ratio. Customer delivered a bolus to address elevated bg levels.